Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The first visual inspection was performed and a dark color was found in the pebax. A second visual inspection was performed and a dark color was found in the pebax sleeve. No internal parts exposed. During further evaluation, a scanning electron microscope (sem) analysis was performed on the pebax area and the results showed evidence of mechanical damage, and a hole on the pebax surface. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that when the case was concluded the physician noticed blood in the spring component. Additional information received indicates they could not tell if there was physical damage to the catheter but confirmed there were no wires exposed. There was no difficulty experienced when maneuvering or withdrawing the catheter from the patient and a 8.5 f agilis medium curl sheath was used. As such, based on the information available, the customer¿s event was assessed as not MDR reportable since the foreign material was found underneath the pebax and there was no damage to the pebax integrity. On 2/26/2020, the complaint product was received for evaluation. Initial visual inspection found a dark color is in the pebax. This was considered to be not reportable. On 3/24/2020, during further product evaluation, a scanning electron microscope (sem) analysis was performed. Sem found showed evidence of mechanical damage and a hole on the pebax surface. These findings were assessed as MDR reportable for the hole in the pebax since the integrity of the device was compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 3/24/2020 and reassessed this complaint as MDR reportable.